Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, priming, excessive no delivery and displacement tests.

Event description:
Customer reported via phone call high blood glucose, low blood glucose and issues with the insulin pump. Customer's blood glucose level went as low as 30 mg/dl and as high as 400 mg/dl. Customer treated their blood glucose levels with food and drinks. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.